Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch/plunger alert. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in okay condition, with the top case cracked. A review of the event history log found a check clutch/plunger lever error. Occlusion testing was performed and replicated the reported issue. It was observed that the clutch halves were affected by normal wear, and were over 8 years old. Based on the evidence, the root cause was attributed to normal wear.